Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. UDI not available. PMA/510(k) number: k013227.

Event description:
It was reported implant removed du to fracture in the neck zone.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). One impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) and associated healing abutment were returned for investigation. There were no allegations against the healing abutment; the investigation addressed only the implant and the reported event. Visual evaluation of the as returned implant identified fracture at the collar. Additionally, there was bone residue around the external threads due to usage. Zimmer biomet is not responsible for any damage caused by the clinician's removal of the device. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was 'moderate bone density - type ii'. The reported device had been placed on tooth #35 (fdi) for approximately 8.5 years. X-ray & picture evaluation: x-ray or picture image was not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. DHR review: DHR review for the lot (61689651) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (61689651) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.